Manufacturer narrative:
Pump passed displacement test and self test. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and turned off after it got wet. Blood glucose level at the time of the incident was not provided. Customer stated there was moisture/fluid under the lcd. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.